Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital. Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were functionally evaluated for draw volume and stopper function and no issues were observed. All tubes tested drew within specification requirements and no tubes exhibited loose caps. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes loose cap and no fill. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® 9nc 0.109m 2.7 ml, one tube had a loose cap and no negative pressure(no fill). The tube was replaced. There was no health impact or consequences reported.